Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the lens inside the optical system was damaged. The most probable cause was traced to component failure of lens. Should additional relevant information become available, a supplement report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damaged lens inside the optical system. There was no patient involvement.